Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified wear abrasion, creases flat, and delamination of valve. Leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment was total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.